Event description:
The surgeon implanted a silicone lens model #aa42303tl in 2004 and was explanted 2 weeks later due to refractive surprise. The pt's best corrected pre-op vision is 20/30- and best corrected post-op vision is 20/30+. The facility states that the lens was not mislabeled and it was what they originally ordered.